Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and a visual defect was not observed. All the components were in place and the injection port was in good condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the medication port of a 500 ml capacity intravia container was loose and ended coming off the bag while it was in the hood. This was noticed while mixing chemo prior to patient use. It was further informed that " the white stripping that goes around it on some bags does not go all the way to the end, so it does not secure it in place". There was no patient involvement. No additional information is available.